Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "left-side rupture". The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, broken shell and underweight. A visual and microscopic analysis was performed which identified, sharp broken on radius assessed, as a surgical impact opening, for the stress mark in the shell and creases fold. A dimension measurement in the shell was performed which identify, the thickness within specification based on the device analysis, the final assessment is: a sharp broken on radius side assessed, as a surgical impact opening.

Event description:
Healthcare professional reported, "left-side rupture". The device has been explanted.